Event description:
It was reported by the rep the device was used during a diagnostic laparoscopy. It was reported the safety would not stay engaged. Opened a new trocar to complete the case without further complications. There was no consequence to the patient.